Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a crossover stenting procedure, pre-dilatation of the external iliac artery target lesion was performed using a fox plus balloon (6.0x40x80, part ap14006, lot 551104). The balloon ruptured at 12 atm, after it was inflated for 60 seconds. The device was completely and easily removed from the body and a non-abbott stent was implanted. There was no adverse pt effect. Pre-dilatation of the femoral artery (additional target lesion) was next attempted using a fox plus balloon (5.0x40x135, part ap24005, lot 529586). The balloon ruptured at 12 atm, after the fourth inflation of 30 seconds. The device was completely and easily removed from the body and a non-abbott stent was implanted. There was no adverse pt effect. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2: fox plus balloon (5.0x40x135, part ap24005, lot 529586) is being filed under a separate medwatch report.